Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects of angina and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the stent malapposition and patient effects and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that 6 days post implantation in the left anterior descending (lad) artery with a xience alpine stent, the patient presented to the emergency room with chest pain. The patient was re-admitted to the hospital for diagnostic angiography and intravascular ultrasound (ivus). Thrombus was noted and an undersized stent by approximately 1.5 mm/not well apposed to the vessel wall. Thrombectomy and balloon angioplasty were performed, resolving the event. There was no reported adverse patient sequela. No additional information was provided.